Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in the service report, the device failed also pressure transducer test, flow transducer test and o2 cell/sensor test during pre-use check. Replacement of the expiratory channel connector solved the issue. We do not consider issue with expiratory channel connector as a safety related, as it is only measuring expiratory flow and will not affect ventilation. The ventilator passed all functional and safety tests and was cleared for clinical use. However, during inspection it was noticed that nozzle unit was physically damaged. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit was replaced. The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. Based on information provided by technician preventive maintenance was never performed on the device as it was installed on (B)(6) 2024, which is less then a year ago. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to physically damaged nozzle unit and defective expiratory channel connector.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).